Event description:
It was reported that the patient presented in clinic after receiving a patient notifier for high out of range hv lead impedance. Upon interrogation it was noted that the out of range measurement was on the svc-can vector. In-clinic measurements were normal. Programming changes were made and the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.